Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of a wide complex rhythm resulting in an inappropriate shock to this patient, while they were picking up trash in their yard. Technical services (ts) discussed troubleshooting options with the field representative. This electrode remains in service. No adverse patient effects were reported.